Event description:
Consumer called to report meter giving inaccurate readings, when compared to other meter. Analysis run on clark error grid using competitive readings (175) as ref point vs bd readings 329 yielded data points in the c range of the grid, outside acceptable limits.